Event description:
Complainant reported that patient had revision surgery on right side gluteal implant 4 weeks post-operatively due to opening in incision/poor wound healing. The patient also had recurring seromas and was treated prophylactically with antibiotics for over a year. (This constitutes the report for the right side device. Refer to 2028924-2023-00004 for report on the left side device involved in the same event and on the same patient.)

Manufacturer narrative:
Method: though the device was not returned, implantech performed a review of the production records. (No errors or omissions were identified that might account for the reported events.) No other reports of seromas or surgical revisions have been reported on this lot or associated sterile lot. Complaint rates remain low, and no increase in the frequency or severity of the devices has been identified. Results: no device problem was identified via review of the production records. There have been no other reports of seroma or surgical revisions with either the manufacturing lot or associated sterile lot. Conclusion: seromas and poor wound healing are a known inherent risks of implant procedures and are addressed in the product labeling.